Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that contribute to needle to cuff miss include, but not limited to, interaction with patient anatomy or inability to maintain position/stability of the device during deployment. Factors that contribute to the inability to retract the lever/foot, include, but not limited to tissue or suture caught in foot. The inability to close the lever/foot likely contributed to the device entrapment. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a lower extremity arterial stenosis procedure with an 8f sheath. Reportedly, when the plunger was removed, no suture was seen. There was resistance closing the footplate lever. An incision was made to remove the device. Hemostasis was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.